Manufacturer narrative:
The bench tested the device and it indicated that the device speaker produced no sound at start up test, and speaker was defective. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that during the evaluation of the mx40 at bench repair, it was identified that the device did not emit any sound. The device was not in use monitoring a patient at the time of the reported issue. There was no patient involvement.